Manufacturer narrative:
Add'l lot number: 1709616-027. Device evaluated by MFR: the device has been received and currently being evaluated. A follow up report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
International affiliate reported an end-user alleges the applier did not closing the clips properly on the vessel. The facility alleges that after the pts vitals were dropping in ICU, the pt was re-admitted to surgery and verified.